Event description:
Procedure: hemorrhoid. According to the reporter: unusual sound was heard so the surgeon checked the tissue after firing and found partially resected tissue. He had to resect more tissue manually. Surgery was not extended by more than 30 minutes. There was no reinforcement material used. There was no unanticipated tissue damage. There was no blood loss of 500cc or more due.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
No reinforcement material was used. The patient is okay and has been discharged.